Event description:
It is reported that in 1990, patient underwent right total hip surgery. Post-op patient sustained a right proximal femoral shaft fracture. In 1995, patient underwent revision of the hip where the acetabular poly liner and femoral head were removed and replaced.